Manufacturer narrative:
The device is not available for investigation at this time. A review of the device history record is pending. Additional contact: (B)(6).

Event description:
The complaint/event involved a 7" (18cm) appx 0.67ml ext set w/remv microclave® clear, clamp, rotating luer. Upon checking on the patient in the am, saline extension luer lock cap was no longer in situ on the IV extension and line was open. It was also noticed on multiple lines that the port has been falling off. It was required to stick the patient again, and this was attempted six times the day before. Community paramedics needed to be called to initiate the same on patient. There was no human harm and there was a delay in therapy.

Manufacturer narrative:
The complaint on the mc3325 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 14049520 was reviewed and no non conformities were found that would have led to the reported complaint.